Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3638 serial/batch number (B)(6) was received for investigation. The visual inspection revealed no problems with the inserter. Upon evaluating the suture near the anchor, it was observed that the fibers were bunched together. No functional testing applied to this device. User error is the most likely cause for the reported failure. Damaged to the anchor system will prevent the device to perform as expected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the anchor did not fit through the spear. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.